Event description:
A hospital in (B)(6) reported the following: the staff were preparing for the delivery of a baby. The staff checked that their oxygen cylinder, which was being used with a fisher & paykel healthcare iw950 cosycot infant warmer, was full: the baby was intubated. The "heart rate [was] stable" and the "chest movement [were] good", however, the baby "began de saturating." The oxygen cylinder emptied. The oxygen cylinder was changed and the baby was reintubated. The baby's oxygen saturation "came up and [the] heart rate [remained] good." The baby began to desaturate again, however, the baby's "heart rate [remained] good and chest movement [was] present." The oxygen cylinder was emptied again. The hosp reported that there was "no harm" to the pt and that they considered the severity of the incident to be "minor" with a "low" risk rating.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.